Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft kink and the reported shaft detachment were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily calcified and moderately tortuous anatomy resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified, de novo lesion in the moderately tortuous proximal to mid left circumflex (lcx) coronary artery, a non-abbott guide wire was advanced to the lesion then the lesion was pre-dilated using a 2.0x12mm mini trek balloon dilatation catheter (bdc). Additional pre-dilatation was then performed via inflation to nominal pressure using a 3.0x15mm unspecified balloon. A 3.0x28mm rx xience prime stent delivery system (sds) was then advanced, however, it failed to cross due to patient anatomy, force was applied, and the proximal shaft kinked then separated. The sds was withdrawn from the anatomy without difficulty. A 6fr guideliner was then successfully inserted for extra support followed by additional pre-dilatation with two 3.0x15mm non-abbott balloons. A 3.0x30mm non-abbott sds was successfully advanced and the stent was deployed in the mid lcx, followed by advancement and deployment of a 3.5x26mm non-abbott stent in the proximal lcx. Post-dilatation was performed using a 3.25x15mm nc trek balloon, successfully concluding the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.